Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint electrode was received at mitek and forwarded to supplier for evaluation. The following evaluation was performed by the manufacturer. Visual inspection revealed signs of activation and there was evidence of tissue debris around the active tip. The device shows signs of activation but is otherwise in an as expected condition. During investigation the device passed electrical and functional testing. The device was connected to a suction unit and the device extracted 45.2ml of liquid over the course of a minute, confirming the fault reported by the customer. The requirement is that the device should extract between 150ml and 250ml per minute. The device handle was dismantled to investigate further. A leak test was performed on the device with a leak detected between the internal metal active suction tube and the flexible external suction tube. The leak would have caused a reduction in the flow rate of the device allowing an excessive build-up of procedural debris to occur during use. The distal tip of the device was removed (approx. 10mm). Again the device was connected to suction unit and -700 mm/hg applied, after 1 minute, 257.2ml of saline had been extracted, confirming the partial blockage was in the distal tip. To determine an exact root cause for the leak, supplier CAPA-(B)(4) (mitek (B)(4), now closed) is currently investigating this defect. Two root causes were identified. First, leak path on the underside of the active suction tube, indicating a lack of uv adhesive at one point of the active suction tube/pvc tube. This can be caused by an air pocket trapped when the viscous uv adhesive is dispensed over the joint area. The current design of the handle lower molding has a narrow, deep cavity into which uv is dispensed which contributes to the likelihood of trapping air. Second, leak path at the junction where the active wire is potted into the uv joint, this is due to inconsistent levels of uv on top of the tube/wire joint. The control of the uv adhesive is again influenced by the design of the lower molding, as the presence of air pockets can alter the volume of adhesive contained inside the cavity, resulting in variation of fill level around the wire. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with no related incidents and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The root cause of complaint has been reviewed against the dfmea and is consistent with the expected outcome of such an event. Supplier CAPA will investigate this issue further in an effort to determine root cause and identify appropriate corrective actions. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: ¿ part number: 228146; ¿ supplier lot number: u1606101; ¿ release to warehouse date: 7/15/2016; ¿ manufacturing date: 6/30/2016; ¿ expiration date: 5/31/2019; ¿ supplier: (B)(4); ¿ manufacturing site: (B)(4). ¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that the vapr cool pulse 90 electrode was not suctioning during a shoulder scope procedure. The electrode was activated in the patient, the generator settings were 300-160 and neptune was used for suction. The case was completed by the surgeon using another electrode. There were no patient consequences or delays.